Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy. The breach was further specified as the patient had disconnected their final bag, and then reconnected the bag to their heater line for fill five of five of therapy. The technical service representative assisted the patient with ending therapy. The patient was advised to notify their nurse of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who disconnected and then reconnected a solution bag during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.